Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, and inflammation that extended beyond the patch perimeter. The reaction was treated with a prescription of an oral bactrim and topical neosporin. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.